Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high/undefined pacing impedances with lots of oversensing noted on the atrial electrograms (egm). An ra lead fracture was suspected. In addition, the right ventricular (rv) lead exhibited high thresholds. The ra lead was capped and replaced. The pace/sense portion of the rv lead was capped, however the high voltage coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID ddbb2d1, (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2015; explant date (B)(6) 2024, product ID 5076-58 (pjn837189g); product type: 0270-lead-lv-pace; implant date (B)(6) 2005; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.